Event description:
Literature was reviewed regarding the efficacy and safety of flow diverter devices in the treatment of basilar artery aneurysms (sin gle-center retrospective cohort study). The time frame of this study was january 2020 to september 2024. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: pipeline embolization device (ped) and marksman microcatheter. There were 30 patients included in the study, 18 of which were treated with a ped flex. No deaths were reported in the study. Among patient adverse events included: ¿ four patients experienced transient ischemic symptoms (three with unilateral limb numbness; one with numbness and diplopia), all of which resolved completely with vasospasm therapy before discharge. ¿ angiographic follow-up revealed occlusion of three jailed branches (one aica and two pcas, 10.0%) in three patients. ¿ excellent functional outcome (mrs 0¿1) in 93.3% of patients (28/30), and good functional outcome (mrs 0¿2) in 100% of patients. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID nv unk flex (unknown); implant date n/a; explant date n/a citation: huang, z., chen, c., zhang, b., hu, y., wang, h., & ling, c. Efficacy and safety of flow diverters in basilar artery aneurysms: a single-center retrospective cohort study. Frontiers in neurology 16:1668097 2025. Doi:10.3389/fneur.2025.1668097 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.